Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? When the device jammed, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? What was the product coded of the cartridge being used (6r45b, tr45g, etc.)?

Event description:
It was reported that during an unknown procedure, the device jammed during stapling. A second trial was made with a second cartridge but the problem remained. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and obtained: what type of procedure was the device used in? Pulmonary lobectomy. When the device jammed, did the device deliver any staples? Yes . If yes, were the staples formed properly? Yes . If yes, was the staple line complete? No. When the device jammed, did the device cut? Yes . If yes, was the cut line complete? No. On which firing did this event occur (1st, 2nd, 8th, etc.)? 2nd . What was the product coded of the cartridge being used (6r45b, tr45g, etc.)? Cr45b . The analysis results found that the device was received with the firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found.